Manufacturer narrative:
Investigation summary: no samples were returned; therefore, the investigation was performed based on the photo(s) provided. Embecta was not able to confirm the customer-indicated issue. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Pen needle gets blocked, thus not dispensing insulin, patient having this issue second time.

Manufacturer narrative:
2 pen needles impacted from lot # 2095689. See medwatch completed section form attached. H3 other text : device is not available.